Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons were sticking. The customer's blood glucose value was unknown. Customer stated that insulin pump no delivery alarm during priming process. Customer stated they had rejected new batteries and clock ran little slow. The insulin pump will not be returned for analysis.